Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the stylet lumen was suspected to be defected. The stylet was changed to a gray one , shaped with a bend and was inserted , but could not reach the tip. The same issue occurred with other styles wit significant resistance observed. The lead was replace with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full lead was returned with a dispenser with 4 stylets (2-gray 14-62 stylets, 1-gray 14-52 stylet, and 1 purple 16-62 stylet) and a vein lifter. The two gray 14-62 stylet were returned with a short curve at the distal end, the purple 16-62 stylet was returned with a larger curve at the distal end, and the gray 14-52 stylet had no curves on it. A fresh gray 14-62 and a fresh purple 16-62 stylet were able to be fully inserted in the lead without restriction. The two returned gray 14-62 stylets with the distal curves on them were able to be fully inserted in the returned lead without restriction. The returned purple 16-62 stylet with the large curve was able to be fully inserted in the returned lead without restriction. The returned gray 14-52 stylet was able to be fully inserted into the returned lead without restriction but would not reach the end of the lead due to the length being only 52 cm long. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the stylet lumen of the right ventricular (rv) lead was suspected to be defected. The stylet was changed to a gray one, shaped with a bend and was inserted, but could not reach the tip of the lead. The same issue occurred with other stylets with significant resistance observed. The lead was replaced with a new one. No patient complications have been reported as a result of this event.